Event description:
(B)(4). Periods that were very heavy and painful that lasted for 2 weeks, would stop for 2 weeks and then would return. Chronic pelvic pain, bleed during and after sex, painful sex, ovarian cysts that required surgery, abdominal bloating, fatigue and worsened migraines.